Event description:
A colonic stent was placed without complications. Upon review of placement, protruding wire noted at end of stent. Potential for bowel perforation. Physician and boston scientific rep in collaboration heated the protruding wire and successfully cut the wire. No injury to pt.